Event description:
We didn't even use the bedwetting alarm as it is defective. I inserted batteries and connected the sensor. It seemed to work fine. Then I lay it on the bed. When I came back an hour later, there was black sticky on the bed. The bedsheet had a hole and so did the mattress. The alarm back had melted and fused to the mattress. The alarm exploded and did all that. This is a new alarm and my daughter who is (B)(6) was going to use it. Poor quality and dangerous. It burnt my bedsheet and mattress. It would have seriously hurt my daughter. FDA safety report ID# (B)(4).